Event description:
It was reported to medtronic minimed that the customer reported a discrepancy between sensor glucose and blood glucose which is not within range, unexpected suspend (low sensor glucose). The customer received pump error 23 (post-reset ram crc alarm). The customer experienced hyperglycemia with blood glucose value of 169 mg/dl. The customer reported hyperglycemia was treated with manual injection. The customer was passing on the floor. The customer was having a loss of consciousness in the past event and reported to the hospital and stayed for 2 days and the customer can confirm it wasn't related to her diabetes. Temporary loss of consciousness due to reduced blood flow to the brain. The customer was diagnosed with syncope. The event involved product(s) unk_sensor, mmt-242a, mmt-1884, mmt-332a. Troubleshooting was performed. The customer was able to clear errors and complete the rewind process. The customer has not been using the insulin pump system within 48 hours of reported high blood glucose event. The sensor glucose value was 50 mg/dl, while the blood glucose value was 169 mg/dl, resulting in a difference of 119 mg/dl. This difference was outside the target range, and insulin delivery was suspended due to the low sensor glucose value (50 mg/dl), triggering a suspend on low/suspend before low event. Low limit in the sensor settings was 70 mg/dl. Explained sensor may have no longer been responding to glucose changes and explained possible causes. No further patient complications were reported. No product return is required for unk_sensor, mmt-242a, mmt-332a. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.